Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) pacing impedance values of greater than 2000 ohms. The physician elected to perform a lead revision where he/she reconnected the ra lead, which then produced ra impedance measurements of 643 ohms. There were no adverse patient effects reported.